Manufacturer narrative:
This report is related to previously reported complaint of syncope, inappropriate shock due to lead noise, and oversensing due to externalized conductors, MFR number 2938836-2014-16600.

Event description:
New information received indicated that the previously capped right ventricular lead was explanted during an unrelated procedure on (B)(6) 2018. Patient was stable post procedure. This report is related to previously reported complaint of syncope, inappropriate shock due to lead noise, and oversensing due to externalized conductors, MFR number 2938836-2014-16600.

Manufacturer narrative:
This report is related to previously reported complaint of syncope, inappropriate shock due to lead noise, and oversensing due to externalized conductors, MFR number 2938836-2014-16600.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed but the reported events of noise, oversensing and inappropriate shock were not confirmed. Externalized conductors due to internal insulation abrasion were noted at 36.7-38.7cm and 37.2-41.0cm from the distal tip. Internal insulation abrasions were also found at 23.1-23.2cm, 24.3-25.5cm, 26.2-26.5cm, and 47.7-49.2 cm from the distal tip. The etfe coating was intact at these locations. This report is related to previously reported complaint of syncope, inappropriate shock due to lead noise, and oversensing due to externalized conductors, MFR number 2938836-2014-16600.